Manufacturer narrative:
Section h6, health effect - clinical code: corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists right heart failure, infection, respiratory failure, bleeding, stroke, and death as potential adverse events which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management,¿ also lists infection as a potential late postimplant complication. Under ¿anticoagulation," this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. In addition, this section states that patients may develop right ventricular failure during or shortly after implant, outlines indications of right heart failure, and provides the recommended treatment options for patients with right heart failure no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that post implantation the patient was supported with a ventilator for 7 days. During this time the patient experienced some right ventricular dysfunction which was treated with inotropic support and diuretics. The patient was supported with bilevel positive airway pressure (bipap) and had high oxygen flows for 2-3days after weaning off the ventilator. On (B)(6) 2024 the patient's inr was found to be 3.74 so a repeat sample was performed and found the patient's inr was 5.73. On (B)(6) 2024 the patient developed a drop in saturation and was found to have lots of endotracheal (et) secretions. At that time the patient experienced drowsiness and required ventilatory support. The et secretion cultures and sensitivity reports suggested crycobacterium, which was treated with antibiotics. The patient's inr on (B)(6) 2024 was 6.98 so fresh frozen plasma was given. On (B)(6) 2024 a computed tomography (CT) scan was performed and found a large intracranial hematoma (7.3 x 6 x4.9 cm) in the left parietooccipital region. This caused a mass effect that resulted in the effacement of the occipital horn of left lateral ventricle and a midline shift of 12mm to the right. A signification amount of perilesional edema was also noted. A presence of blood was noted in all the ventricles which suggested intraventricular extension of hemorrhage. There was mild compression of the third ventricle and dilation of both lateral ventricles. Hemorrhage was also noted in the basal cisterns and sulcal spaces in both cerebral hemispheres. Diffused cerebral edema was also noted. The hemispheres and bony skull vault were normal. A subarachnoid hemorrhage was confirmed. Despite medical advice to keep the patient in the hospital, the patient's family took the patient home. On (B)(6) 2024 the patient passed away to due cardiorespiratory arrest. The outcome was not considered device or therapy related. An autopsy was not performed.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.